Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to troubleshoot the issue. The cts instructed the customer to zap the wbc apertures five times and then clean the wbc apertures with bleach. Labeling in the customer IFU (instructions for use (B)(4)) indicates zapping the apertures is recommended when the instrument produces increased aperture alerts, increased vote outs, decreased cell counts, increased mcv values or fails to recover control values. Upon recur, the failure mode for the apertures may generate erroneous wbc and rbc results due to an aperture module failure. (B)(4).

Event description:
The customer reported the wbc results on their qc high control were low and out of range on the act diff instrument. No data for review is available from the customer. No erroneous results were generated.